Manufacturer narrative:
Additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with the shunt system. The patient was initially implanted with a progav 2.0 on an unspecified date. Postoperatively, there was an unknown malfunction. The valve was explanted; the surgeon requested that the valve be evaluated for protein build-up. Additional information was not provided, however, it has been requested.

Manufacturer narrative:
Progav 2.0 (B)(6) . The shunt system was received submersed in an unidentified liquid in a plastic container. Reason of complaint : suspicion of: occlusion. Date of implantation: (B)(6) 2019. Date of removal: (B)(6) 2019. Visual inspection : in the first step of our investigations, we carried out a visual test on the valve. Permeability test : to proof the penetrability of the valve we have carried out penetrability test. This test is carried out at a hydrostatic pressure of approximately 20-30 cmh2o in the direction of flow. Adjustment test : our adjustment tests are carried out with the standard progav 2.0 check-mate and measurement tool. The valve is adjusted from 0 to 20 cmh2o and down again in increments of 5 cmh2o. Braking force and brake function test : to measure the braking force, we tested the progav 2.0 valve with a braking force apparatus. Here it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Results : first we performed a visual inspection of the progav 2.0 shuntsystem. No significant deformation or damage of the valve was detected during the visual inspection. Next we tested the permeability of the valve. The test result show that the progav 2.0 is permeable. To ensure that the progav 2.0 valve is adjustable we tried to adjust the valve from 0 cmh2o to 20 cmh2o and down again in increments of 5 cmh2o. The valve was adjustable to all settings. Next we tested the braking force and brake functionality. The results show that the brake function is fully operational and the braking force is within the given tolerances. In order to verify whether the valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles)1 in the cerebrospinal fluid, we have dismantled the valve. We could not detect any visible deposits in the valve. Based on our investigation, we are unable to substantiate the claim of occlusion and neither we cannot find any protein inside the valve. The progav 2.0 operates within the specified tolerances. Additional we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions : no further actions are required from our point of view.